Event description:
The customer tested his blood glucose using his contour ts meter and received a reading of 266 mg/dl. His glucose was retested using another meter and that reading was 117 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.